Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer went to the ER(emergency room) and was later admitted to the hospital for diabetic ketoacidosis and vomiting. Customer's blood glucose (bg) level was 330 mg/dl and received an insulin drip, fluid drip, and potassium to address bg level. Reportedly, the customer changed pump supplies and was released from the hospital on (B)(6) 2020 with no permanent damage.